Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. The full lead was returned and analyzed. The helix is bent but functions within specification. Implant damage was noted.

Event description:
It was reported, during the implant procedure, the helix extended and retracted a couple of times and thereafter would no longer retract. The lead was not used. No patient complications have been reported as a result of this event.